Event description:
New information received notes that there were no patient consequences due to the pacemaker going into ba ckup vvi mode.

Event description:
It was reported that the patient¿s device was in backup vvi mode. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.